Event description:
It was reported that bd facslyric¿ showed carryover of samples. The following information was provided by the initial reporter: "the carryover value more than0.5"

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported a complaint regarding high carry over. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 08dec2020 to date 08dec2021. Complaint trend: there are 2 complaints related to the issue of high carry over; date range (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6), file # 663029-663029-r663029000248-107245838-21, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover was due to a worn liquid pump. The customer had reported that their instrument was exhibiting carryover with a value of over 0.5%. The fse (field service engineer) that came onsite was able to confirm the issue and replaced the p1 pump (pn (B)(6)). This pump replacement reduced the carryover from >0.5% to <0.1%, which is within specifications. No parts were requested for evaluation as the replaced part was not returnable and was discarded. After the repair the instrument was tested and was performing as expected. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: 02242391, case # (B)(4). Install date: (B)(6) 2021. Defective part number: 641925 - pump priming p2 main system. Work order notes: subject / reported: pi-663029- facslyric-the carryover value more than0.5 problem description: facslyric-the carryover value more than0.5-action gene biotechnology co., ltd. Work performed: 1. Check the carryover value >0.5% / not good. 2. Replace the p1 pump flush (pn:641925). 3. The carryover value <0.1% / normal. Cause: the carryover value more than 0.5% solution: 1. Check the carryover value >0.5% / not good. 2. Replace the p1 pump flush (pn:641925). 3. The carryover value <0.1% / normal returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/ no. Azure ID: (B)(4) , ID: (B)(4), reg status: ivd; ruo, hazard: incorrect or no assay results. Source: fluidics fmea, cause: pump degradation. Harmful effects: potential incorrect results. Field service visit required. Risk control: implementation of cms errors for acceptable vacuum limits in vacuum accumulator. Req link (azure ID): 90229 libivd-fw-379 monitor dynamic vacuum pressure, 90230 libivd-fw-511 monitor static pressure, 93260 libivd-did-1910 vacuum pressure monitoring implementation verification: vacuum pressure out of range detection test procedure is cmsvp-fl-error_notification-liberty.doc and test cases are from tc043 to tc048.libivd-se-15-72p. Effectiveness verification: liberty cms firmware test summary report libivd-se-15-72f. Probability: 1, severity: 3, risk index: 3, residual risk evaluation: a, new hazards: none. Mitigation(s) sufficient: yes / no. Root cause: based on the investigation results the root cause of the carryover between sample tests was due to a worn fluidics pump. Conclusion: based on the investigation results the root cause of the carryover between sample tests was due to a worn fluidics pump. The fse confirmed the issue and found that the carryover was over 0.5% which is outside of specifications. The fse replaced the p1 pump and the carryover value dropped to under (B)(4) , which was within specifications. After the replacement, the instrument was tested and confirmed to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facslyric¿ showed carryover of samples. The following information was provided by the initial reporter: "the carryover value more than0.5."